Event description:
It was reported by the customer's mother that the customer had high blood glucose levels of 400mg/dl and 500mg/dl. Customer was treated with manual injections. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).